Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer stated that there was a 911 call for their high blood glucose readings. The customer stated that he had bad chest pains and a mild heart attack. The customer had diabetic ketoacidosis. The customer had a stent put in and was put on ICU with an insulin drip. The customer was wearing the pump during the time of call.